Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, that patient stated that they felt dizzy when pushing themselves out of the chair. Noise was able to be reproduced. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.